Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Product identification was not provided for the patient mentioned in the journal article. The article was written by sok chuen tan, adrian c.k. Lau, christopher del balso, james I. Howard, brent a lanting, matthew g. Teeter.this information was originally reported on 3002806535-2016-00132 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article titled, "tribocorrosion: ceramic and oxidized zirconium vs cobalt-chromium heads in total hip arthroplasty," which aimed to compare tribocorrosion between matched ceramic and cobalt-chromium femoral head trunnions, and between matched oxinium and cobalt-chromium (cocr) femoral head trunnions. Secondary objectives were to investigate if taper design, depth of trunnion, implantation time, age, body mass index and gender have an effect in fretting and corrosion. The study consisted of 1320 implants evaluated to ensure an exact match for taper design and head size, and best possible match for neck length and implantation. All prostheses were retrieved between 1999 and 2015. A patient was identified in the article that underwent a total hip arthroplasty on an unknown date. Patient follow-up results provided at 6 years post-implantation indicates patient underwent a revision procedure due to aspetic loosening. There has been no further information provided and the patient outcome is unknown.